Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported during a tavr procedure with a 29mm s3 valve, the operator was unable to fully deploy the valve due to a severe kink in the delivery system that was caused by the patient's anatomy. The valve was under expanded causing a central leak and embolized into the left ventricle. The patient was converted to open procedure to remove the 29mm sapien 3 valve and perform a surgical aortic valve replacement.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-01353. (B)(4).

Manufacturer narrative:
The product was not returned for evaluation and no relevant images were provided. However, the 3mensio report was provided by the site and the following was revealed: presence of tortuosity near aortic arch. A review of the work orders, device history record (DHR) review, and manufacturing mitigations did not reveal any manufacturing nonconformance issues that would have contributed to the complaint. The lot history review was performed and revealed no other complaints relating to this event. The instructions for use (IFU) commander delivery system with s3 thv, us, device preparation, procedural training, and thv patient screening manuals were reviewed. There were no IFU/training deficiencies identified. The complaint was unable to be confirmed as relevant images were not provided for evaluation. A review of DHR, lot history, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "the valve was under expanded causing a central leak and embolized into the left ventricle".. Per IFU, device embolization and valve regurgitation are potential adverse events associated with bioprosthetic heart valves and the transcatheter heart valve procedure. In this case, the valve was unable to be fully deployed with the recommended nominal volume due to a severe kink in the delivery system while navigating through the tortuous anatomy. Under expansion of the valve may impact the leaflets ability to function or coapt properly leading to valve regurgitation. Although a definitive root cause is unable to be determined, available information suggests that procedural factors (under-expanded thv) may have contributed to the improper leaflet coaptation. Due to valve being under-deployed, it was not properly secured into the aortic landing zone, which could lead to movement of the valve. As such, available information suggests that procedural factors (insufficient thv anchoring to landing zone due to under expansion of thv) may have contributed to the valve embolization. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. There were no manufacturing non-conformances or IFU deficiencies identified, therefore corrective action is not required.